Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a pressure in the manometer of the device was showing inaccurate. There was no patient harm or injury reported. The device was returned and evaluated by a third-party service center. During the evaluation of the device, the manufacturer visually inspected the device and found evidence of foam particles, and the manometer showed inaccurate pressure. The unit was scrapped. The service center concludes that the complaint was confirmed and there is evidence of sound abatement foam degradation.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.